Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead became dislodged. The dislodgement was confirmed via imagining. It was unknown if there were any electrical issues due to dislodgement. Programming changes were made before lead revision. The lead was capped and replaced on (B)(6) 2019. The patient was stable prior to, during, and following the procedure.